Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an ovarian embolization procedure, a contour 500-700/2ml contour se microspheres syringe was selected and injected into left ovarian artery. Upon attempting to embolize the right ovarian artery it "seems like the artery is already embolized." The procedure was completed with this device. No further patient complications were reported and the patient's status is fine.